Manufacturer narrative:
Two samples were received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the samples were filled per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information g1. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a smiths medical pump won't run- res vol 89.4 ml, rate 2.2 ml/h, given 12.65 ml. Air in line. Patient not affected.